Event description:
9:30 am = dialysis initiated. 9:48 am = epo adminstered. 9:50 = venofer administered. 9:50 am = pt complained of tingling in hands and feet. Blood was drawn. Ca level normal, k+ 2.7. Pt changed to k3 bath (facility upped the potassium bath). No medications given after venofer. Symptoms resolved 30 minutes after onset. Treatment uninterrupted and completed without further problems.